Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/15/2020.

Event description:
The customer reported malfunction display. It is unknown if the device was in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 24mar2020. Date of this report: 25mar2020. Customer confirmed the issue was resolved, however, customer declined to provide repair details. If additional information is received a supplement report will be submitted.